Manufacturer narrative:
The commander delivery system was returned still inserted through the sheath. Imagery provided by the site showed the patient¿s anatomy had some calcification present in the access vessels. Visual inspection revealed flex tip and the distal end of the flex shaft was compressed, there were flex tip gouges, a leak was observed at the most proximal triple marker, a leak on the proximal length of the inflation balloon, wrinkled distal inflation balloon, and the delivery system was returned with no fine adjust was used and was locked proximal to the valve alignment marker. Dimensional inspection revealed all measurements met specification. Functional testing revealed the delivery system was pulled to the valve alignment marker and was locked. The fine adjustment was able to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history revealed that the complaint occurrence rate did not exceed the july 2019 control limit for the trend category of leakage. A review of complaint data for july 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category valve alignment difficulty. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device.  Valve delivery: advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Retract the loader to the proximal end of the delivery system.  Maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port.  Valve alignment:  unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure.  Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock.  Check delivery system before valve alignment. If kinked, do not use.  Re-lock the device after unlocking every time.   Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap.  If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock.  Perform valve alignment in the straight section of the aorta.  The instructions for use (IFU), device preparation and the training manual confirmed no deficiencies were identified.   The complaint for delivery system difficulty with valve alignment unable was unable to be confirmed, however balloon leakage was confirmed based on visual inspection of the returned device. Review of the lot history, complaint history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As functional testing of the returned device showed that the delivery system was able to be locked at the valve alignment marker with no issues completing full fine adjust, it is likely that patient/procedural factors contributed to the complaint event. Additionally, the patient had calcification present in the area where the sheath tip would have ended (past the bifurcation) causing a restrictive pathway for the delivery system to have to travel. This could have contributed to increased push force resulting in misalignment of the valve against the flex tip.  While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (improper crimping/high push force) may have contributed to the complaint events. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during the deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, it was "extremely difficult" to insert the commander delivery system through the esheath. During gross valve alignment, the system was unlocked, the balloon catheter was pulled back to the marker however the valve did not advance on to the inflation balloon.  The delivery system was locked and fine adjustment was used.  The fine adjustment had to be reset three times in order to get the valve on to the inflation balloon. The valve was then between the markers.  After crossing the native annulus, the valve could only partially inflate as blood was seen in the atrion. The was no movement of the valve on the balloon seen.  The valve was then deployed in the abdominal aorta and the devices were removed without injury.  A non-edwards tavr valve was then placed in the aortic position and the patient left the or in stable condition.